Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our edwards affiliate in canada, difficulties were encountered during the insertion and advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath. The valve would not advance and became stuck in the esheath in the external iliac artery. The valve delivery system and sheath were removed from the patient as a unit. A new sheath, sapien 3 ultra valve and delivery system were prepared. Following the insertion of the new sheath, balloon angioplasty was performed on the external iliac artery. The new valve and delivery system then were able to be advanced through the sheath without issue. The valve was deployed in the aortic position with good results. Post deployment, the iliac angiography revealed a spiral dissection of the external iliac artery with compromised distal flow. A covered stent was deployed in the external iliac artery, resolving the issue. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The valve remains implanted in the patient. Following the removal of the esheath from the patient, a liner puncture was observed. It was perceived that concentric external iliac calcification may have contributed to the event. The initial esheath, valve and delivery system were returned to edwards for evaluation. Pre-decontamination evaluation of the returned esheath revealed a liner strand 19cm long. The sheath hub was disassembled and the valve was retrieved. Evaluation of the valve indicated the liner strand was wrapped around the valve and one inflow strut was bent outwards.

Manufacturer narrative:
The edwards esheath was returned to edwards lifesciences for evaluation. Pre-decontamination visual evaluation of the returned esheath revealed hdpe damage 13cm from the tip. A liner tear 19cm from the hub with a liner strand 19cm long was also observed. The sheath distal tip was unopened and the sheath was unexpanded after the liner tear. When the sheath hub was disassembled in order to retrieve the valve, one of the valve struts was found to be bent and the liner strand was entangled around the valve. During functional testing, the returned delivery system was able to be advanced through the sheath. No resistance was observed. The remaining length of the sheath expanded as designed and the tip opened as designed. Dimensional analysis of the liner thickness was performed. All measurements met specifications. Review of the provided case imagery revealed the valve protruding out of the torn sheath liner and hdpe damage on the sheath shaft. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaints for 'inability to advance through sheath' and 'sheath liner strand' were confirmed through evaluation of the returned device. However, no manufacturing non-conformance was identified. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per complaint details, 'initially, the 14fr esheath was inserted smoothly without any difficulty despite iliac calcification. The delivery system was in default position during insertion. The valve became stuck in the esheath in the external iliac artery. It was unable to advance the valve through the esheath. As per medical opinion, the perceived root cause of the reported event could be concentric right external iliac calcification.' Per the IFU/training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Complaint details state that calcification was present in the patient's access vessels. The sheath was also returned curved and with a kink, which can be indicative of the presence of tortuosity. Tortuosity can create sub-optimal angles that can lead to nonaxial alignment in the advancement of the delivery system which increases resistance, requiring a higher push force to overcome. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Through nonaxial alignment, the delivery system can potentially catch on to the liner of the sheath and create liner tears and strands upon advancement. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tear or could weaken the liner. A weakened liner can tear during advancement of the delivery system. In order to overcome the resistance, excessive manipulation was likely used. Excessive manipulation in conjunction with these patient factors could lead to damaging the sheath liner, causing it to weaken and then tear. The excessive manipulation likely caused the valve to get caught onto the liner, causing a liner strand to become entangled with the valve. In this case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation, valve caught on liner) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08266.

Manufacturer narrative:
Due to the frame damage observed during the pre-decontamination evaluation of the returned sapien 3 ultra valve, the vascular dissection will be reported under related manufacturer report no: 2015691-2022-08266. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08266.